Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket failed and could not be recovered. The customer attempted rebooting the station and trying to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one row in the half-height cubie drawer was not detected on the pyxibus communication bus. A field service engineer (fse) found that half-height cubie drawer 2.1 pocket a5 was not detected, while all other pockets in drawer 2.1 were empty and inactive. Attempts to recover storage space were unsuccessful. The fse reseated all power and communication connections inside drawer 2.1 and powered the station on, but row a remained undetected in the hardware test application. After removing the row, a tray and swapping it with another, discovered burn marks and liquid residue beneath the a5 pocket area, as well as damage on connector pins and cubie pocket contacts. Inspection of matrix drawer 1 revealed liquid residue in the medication return bin, along with pooled liquid on top of the half-height cubie drawer 2 cover. The fse cleaned all visible residue across drawer surfaces and row tray areas, then replaced the damaged row a tray assembly. The system functioned as intended after the field service engineer repaired the device.